Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 20.74 ng/l and this value was reported outside of the laboratory. The result was questioned and the sample was repeated, resulting in a value of 392.0 ng/l. The repeat value was deemed correct and matched the patient's history. The troponin t reagent lot number was 577316. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 had no alarms. The customer stated that controls were within acceptable ranges. The customer stated they use 13 mm. Diameter tubes. The customer does not use disk tube adapters required for 13 mm. Diameter tubes on the e411 analyzer. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer decontaminated and flushed the measuring cell flow path. A system volume check and performance testing were done. The instrument was operating within specifications. The engineer stated that the customer uses distilled water on the instrument. The investigation determined the issue was due to the customer not using required tube adapters on the system.